Event description:
It was reported that an incident occurred with the flexible cryoprobe during a robotic biopsy. The cryoprobe was used with an erbe cryosurgical unit (model erbecryo 2, part number: 10402-000, serial number: information not provided) and an ion robot. No other information was provided regarding any other accessory used. During the case, after the "5th or 6th pass in the angled ion catheter", the tip of the cryoprobe broke-off inside the patient and was unable to be retrieved. Per the report, the cryoprobe's "catheter seems to have stretched."

Manufacturer narrative:
An examination of the involved flexible cryoprobe revealed that the tip had broken off at the distal end. The inspection revealed that the black catheter is longer than the 115cm nominal length and is now approximately 126cm in length. The stretched section of tubing starts approximately 17cm from the white tubing and is approximately 22cm in length. This stretched section was lighter in color due to the stress whitening during stretching. Based upon the findings it appears that a cryoprobe encountered an excessive pull force when being removed from the navigational system (note: the cryoprobe most likely got stuck/snagged at the break point during use.). Nevertheless, the device is being sent to the manufacturer (our parent company), erbe elektromedizin gmbh, for a more in-depth analysis. Finally, no anomalies were found in the review of the device history record (DHR) for the lot of the cryoprobe. If any conclusive determination is made by erbe germany as to the cause(s) of the breakage, then a follow-up MDR will be filed. The account will be made aware of the findings.